Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Lot number - requested, not provided. Expiration date - unknown due to unknown lot number . UDI - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number . The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that when the procedure was performed normally, the angio-seal device was inserted into the insertion sheath and withdrawn until a click was heard, however the device was not properly locked. The physician immediately noted there was no resistance from the anchor catching on the distal tip of the insertion sheath. The physician continued the procedure without pulling the angio-seal device fully out of the insertion sheath and managed to achieve hemostasis. Subsequently, hemostasis was successfully achieved by the device. The estimated blood loss was <250cc. There was no health damage to the patient. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide an update to the h3 section and to provide the completed investigation results. One used 6fr angio-seal vip device was received for product evaluation. The hemostasis sheath was returned mated with the carrier tube. No other accessory components were returned. Visual inspection revealed that the carrier tube was found to be mated with the sheath and the deployment sleeve was in full rear lock position with color bands fully exposed. No outward damage was noted on the returned device. The overall condition of the device was consistent with the full deployment. Neither the collagen nor the anchor was returned. The distal end of the suture was examined, and it was found a uniform cut. No other visual anomalies were noted. Functional testing was conducted. The returned carrier tube assembly was removed from the sheath and re-inserted into it, click sound was heard. Then, the device sleeve was moved to forward lock position; the sheath cap and the device sleeve was snapped together and properly fitted. The deployment sleeve was then moved into the rear lock position and it was locked with the click sound. There were no functional anomalies noted with the deploying locking position of the sleeve. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. However, the exact cause of the reported event cannot be determined based on the available information.